Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The calibration signals were slightly higher than expected but did not appear to affect the calibration performance. The customer verbally confirmed that the qc recovery was within their established ranges. There was no indication of a performance issue of reagent or instrument. The pre-analytical data revealed that centrifugation time may be too short and the speed may be too high as per the tube manufacturer¿s guidelines. The alarm trace did not indicate an issue. The field service engineer (fse) inspected the instrument and sample. He performed a 21-run precision test with acceptable results. He conducted performance and verification tests with acceptable results. The module's sampling, reagent pipetting, sipper pipetting, and rinse levels were inspected. The fse also performed adjustments. The customer-related maintenance, sample handling procedures, qc materials, and reagent were also verified. The module was verified to be operating within specifications. The fse did not find a root cause. The investigation determined that the module's performance was verified and that the issue was resolved. A general instrument or reagent problem could not be identified. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ferritin result for one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. The physician did not believe the result because the patient was being given iron infusions. The physician asked for a rerun of the sample. The initial result was 0.901 ng/ml with a repeat result of 187.4 ng/ml. The repeat result was deemed correct. The reagent lot number is 53131300. The expiration date was requested but not provided.